Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 6.0mmx100mmx150cm sterling¿ balloon catheter was advanced for dilatation and the device was inflated twice at 14 atmospheres. However, on the third inflation at 14 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 6x100mm sterling¿ balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a sterling balloon catheter with no other devices. There was blood and contrast in the inflation lumen. Inspection under magnification revealed the balloon material was torn 30mm in length. There were no irregularities in the balloon material that could have contributed to the tear. No proximal weld damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 6.0mmx100mmx150cm sterling¿ balloon catheter was advanced for dilatation and the device was inflated twice at 14 atmospheres. However, on the third inflation at 14 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 6x100mm sterling¿ balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).